Event description:
The duett sealing device was deployed following a right (attempted) and left heart cath using a 6f and 8f sheath. The 8f sheath intended for the right femoral vein was inadvertently placed in the right common femoral artery. As a result, both sheaths were placed side by side in the right common femoral artery, with no venous placement. Shortly after deployment, the pt complained of leg pain, and the leg lost color. A doppler study was done, and the pt was sent to surgery for a thrombectomy. No further complications reported.